Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The aortic arch was non-calcified but had angulation of about 45-60 degrees. The pt presented emergently with an enlarging thoracic aneurysm. It was noted that the aneurysm enlarged 1.5 cm over the last month. At the time of implant, the proximal stent graft was implanted first without issues. The second piece implanted was the first distal main, which was deployed with good wall apposition. There was also adequate overlap between these 2 pieces. The first distal main maintained its position; however, after moving the c-arm and running another angio, it was noticed that the distal main had slipped over 20 cm all the way down to the distal thoracic-abdominal aorta and ended up covering the celiac, sma, and renal arteries. The cause of the slippage was attributed to the severe arch angulation. To cover the separation distance between the proximal stent graft and distal stent graft, 5 additional grafts needed to be implanted. The celiac, sma, and renals had good perfusion, and the pt was still making urine, so no further intervention was performed. No additional clinical sequelae were reported and the pt is stable.

Manufacturer narrative:
(Required intervention) - eval result: (endoleak). (Angulated aortic arch).